Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on the similar reported events, the cause for the detached probe can be attributed to the probe coming into contact with a hard or metallic surface during activation. The instruction manual contains several warning statements in an effort to prevent damage to the probe unit. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus received a medwatch that sates during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the probe broke off and fell into the patient. The device fragment was retrieved with forceps. The generator settings were cut 3/coag1. There were no error codes displayed on the generator. The intended procedure was completed. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.